Event description:
It was reported that a pump motor stall occurred on (B)(6) 2013 with tube set on (B)(6) 2013. Motor stall recovery occurred on (B)(6) 2013, at 15:25 and the healthcare provider (hcp) believed the recovery was very close to when he interrogated the pump. The events were recorded in the pump event logs and confirmed. The patient was experiencing spasms, especially overnight. It was initially reported that the patient did not have magnetic resonance imaging (MRI) on (B)(6) 2013; however, another hcp was able to confirm that the patient did have an MRI that day and therefore was indicated that the motor stall was caused by the MRI. It was discussed that the pump was in a telemetry state after the MRI and did not recognize and log the motor stall recovery until the hcp interrogated the pump. It was also discussed that the pump should have been infusing the entire time despite the motor stall message. The patient was currently in a rehabilitation center and had not yet had a pump refill. The patient¿s first pump refill was scheduled for (B)(6) 2013. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).